Event description:
During the warm up phase the equipment blinked "temperature error." Doctor chose to replace the balloon and the case was completed without incident with the second balloon.====================== manufacturer response for uterine balloon therapy, gynecare (per site reporter)======================will arrange a return of product for evaluation.